Event description:
Boston scientific received information that this patient presented to the hospital complaining of a syncopal event. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received stating that this patient experienced ventricular tachycardia (vt) and the device treated the arrhythmia appropriately. There is no allegation against the product performance of this device. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently explanted due to an upgrade and was returned for evaluation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A local representative was requested to evaluate this system. Efforts to obtain additional product issue details were unsuccessful. This product remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.